Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found multiple "gas loss in iab circuit" alarms in the unit's error log on (B)(6) 2018. However, the stm was unable to duplicate the gas loss issue. The stm also found error codes 2,25 and 55 and reloaded the system software. The iabp passed all safety and functional tests per factory specifications, and was returned to the customer and cleared for clinical use.

Event description:
Customer reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was malfunctioning; no additional details were given. No adverse event was reported.